Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. The reporter alleged that the battery compartment was cracked with evidence of moisture inside. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2014 with the following findings:a review of the pump¿s black box data revealed no evidence of a power issue. During testing, the battery compartment was observed to be cracked with evidence of corrosion inside. The battery cap was not returned with the pump, and a test cap was used to complete the investigation. The leak test failed due to a battery compartment leak. The pump was opened and no moisture was observed on internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.